Manufacturer narrative:
Mfg date is unavailable at the time of this report. A new needle has been sent to the site for issue resolution. The site did not wish to return the suspect biopsy needle for investigation.

Event description:
A medtronic representative present during a cranial biopsy surgery reported that the biopsy needles spheres were found to be loose. They replaced the disposable needle with another, and continued with the successful case. Minimal delay, less than an hour to swap out needles. No harm to patient.